Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 300 mg/dl at the time of incident. Customer's father stated they had tried all remedies. Customer's father reported that the customer experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer's father reported that auto mode feature was not active at time of high blood glucose event. Customer's father reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer's father was able to perform high pressure test at this time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.